Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, the flow transducer test failed during pre-use check. According to the information provided by the technician, the air gas module was checked and replaced to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Device's logs and defective part were not provided for further investigation, hence the root cause was not determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).